Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2012 where a competitor hip was removed and replaced with a biomet hip. A subsequent revision procedure was performed on (B)(6) 2013 due to infection. All biomet product was removed and replaced with a temporary hip spacer mold.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-00304 / 00308).